Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during a pars plana vitrectomy (ppv) procedure, the tabletop illuminator was not working in the ophthalmic system. The surgery was completed on the same day using an auxiliary illuminator module, and there was no patient harm.